Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able dispatched to the customer site and found the left master tool manipulator (mtm) failed grip autoverify after being calibrated 4 months earlier. The fse replaced the mtm to resolve the issue. The system was tested and was verified as ready for use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) reported that the last 2 staple fires on the sureform 60 stapler instrument would not match the grips post fire on the master tool manipulator (mtm). The 3rd to last fire took a second for match grips to engage. The 2nd to last fire prompted to select reload on touch pad which fired then would not match grips. The assistant removed the stapler with jaws closed. The last fire they tried after reloading a sureform 60 stapler which fired however the grips would not match. It was noted that the assistant removed with the jaws closed. The procedure was completed with no reported injury. On 02/21/2024, the csr contacted the fse and stated the issue reported was not related to the grips not matching on the mtms with the sureform 60 stapler but instead that the customer had to use the removal tool after an incomplete fire. The csr said that was explained to the customer, that the jaws stay closed for patient and staff safety and believed there was not a mechanical issue with the instrument or system. The csr said he would confirm with the other csr that inability to fire the stapler had not been reported by staff for any other procedures. Isi followed up with the csr and obtained the following additional information: the issue happened with only one sureform 60 stapler. No information available as far as batch and lot # as the stapler was thrown out since they attributed the issue to the arm or robot. Blue and green staple loads were used. The stapler worked for about 8 fires and then the last 3 fires it was no longer matching up with the mtm grips. They released the stapler with the tool. The case was completed with the same stapler. Reportedly, the mtm replacement resolved the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The master tool manipulator (mtm) was returned for failure analysis. The reported failure (grip calibration failure) was able to be reproduced during calibration.

Event description:
Refer to h10/h11 for follow-up information.